Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003: the patient presented with preoperative diagnoses of schmorl's node at l2-3 and degenerative l4-5 disc. The patient underwent l2-3, l3-4, l4-5, l5-s1 pressure controlled provocative discography, fluoroscopic guidance. (B)(6) 2004: the patient presented with preoperative diagnoses of degenerative lumbar disc disease, l4-5, l5-s1 and chronic back pain, radiculopathy. The patient underwent anterior alif, l4-5 and l5-s1 lumbar interbody fusion using cages and rhbmp-2 followed by posterior, supplemental percutaneous, transpedicular pedicle screws l4 to s1, and rod fixation l4 to l5, 18x 26 mm cages were used at l4-5 , 16x26mm cages were used at l5-s1 45mmx 6.5mm screws were used at l4, 35 mm x 6.5 mm screws were used at s1, 70mm rods were used. Per-op notes: the patient was taken to operating room. Attention was pain to l5-s1 where again a total diskectomy took place after properly identifying the midline with a marker. The double barreled distraction tangs were then deployed down through the disk space and again the cage holes were reamed, and then 16 x 26mm cages were placed down the cage holes after appropriately reaming and removing all soft tissue and assuring subchondral bone was present. Following this, bmp was packed into the cages at l4-5 and l5-s1. One large and one medium size kit were used for both sets of cages total. Final hemostasis was achieved with bipolar cautery where necessary. Irrigation had been performed prior to placement of the bmp. (B)(6) 2005: the patient underwent bilateral, l3-4 facet joint injection under fluoroscopy. (B)(6) 2005: the patient presented with chief complaint of central, lower, middle and upper paraspinal lumbar back pain greater than left buttock and left leg pain with paresthesias. (B)(6) 2006: the patient admitted with preoperative diagnose of failed back surgery syndrome. The patient underwent percutaneous placement of advance neuromodulation systems spinal cord stimulating octrode electrode and dual axxess leads with complex intraoperative testing under fluoroscopic guidance. (B)(6) 2006: the patient presented with pre-operative diagnoses of failed back syndrome with intractable pain. The patient underwent percutaneous placement of intrathecal catheter under fluoroscopic guidance with entry at the l2-3 interspace and catheter tip positioned at the t12 level. (B)(6)2006: the patient admitted with pre-operative diagnosis of failed back surgery syndrome with intractable pain. The patient underwent implantation of intrathecal catheter and synchromed ii 40 cc volume drug administration system pump under fluoroscopic guidance.